Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan was missing. It was further reported that the power cord's prongs were cracked. No patient involvement or adverse consequences are reported.